Event description:
Report of pt that aspirated while in the prone position. A pt underwent lumbar laminectomy in the prone position, with a classic lma. Anesthesia was propofol induction and sevoflurane maintenance. Upon emergence, the physician reported that the pt was lighter than pt should have been, and was bucking against the tube, when the aspiration occurred. The lma was removed and the pt was briefly intubated, and suctioned for small amounts of bilious material. In recovery, o2 saturation was 88-89%. After placement on oxygen nasal cannula at 4l, their o2 saturation increased to 96%. Pt was admitted to the hospital for overnight observation and treated with antibiotics. The following day, a chest x-ray was negative and the pt was discharged. The pt had a history of esophageal reflux, which may have contributed to the event. No additional info is expected.